Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus. The manufacturing record was reviewed and found no irregularities. The instruction manual states that the water filter should be replaced periodically at least once a month to prevent contamination of rinsing water.

Event description:
Olympus medical systems corp. (Omsc) was informed that oer-4 filter had not been replaced for more than 2 years. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.